Manufacturer narrative:
(B)(4). It was reported that the front wheel of a demonstration unit fell off and that the two back wheels were loose and rubbing against the chassis. Follow-up investigation of the issue indicated that demo devices are at times lent to customers- the field processes and practices did not preclude use at a customer site. Therefore, if the issue recurred, the failure reported here could possibly result in a serious injury. There have not been any indications that any serious injury or death has occurred due to this issue. Philips invivo is in the process of obtaining additional information regarding this incident and the complaint and the failure mode are still under investigation. Philips invivo is determining if any further action is warranted. A final report will be submitted once the investigation is completed.

Event description:
The sales representative reported that the front wheel of his demonstration unit fell off and that the two back wheels were loose and rubbing against the chassis.